Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to the patient experiencing recurrent incontinence. Upon removal, a small hole was observed in the cuff. No further patient complications were reported.